Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; crease fold, wear abrasion, deformation, the weight of the device is within specification, observed 40 mm dark patch edge material inside gel device and was observed after autoclave: cloudy color and bubbles. Based on the device analysis the final assessment is: - no issues were observed with the device and no issue was found that was related with the complaint (rupture). The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side rupture. Device was explanted.